Manufacturer narrative:
Continuation of d10: product ID: 97800, lot#serial#: (B)(6), implanted: on (B)(6) 2025, product type: implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-oct-13, (B)(4): neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that they have been trying to use their left side communicator to adjust their settings since but have not been able to connect. Pt said they get communicator not found even though they are right next to one another and they were currently plugged in. Worked with patient to try to synch with their implant and patient reported seeing: device is not responding. Patient repositioned the communicator several times but was unsuccessful. Pt was rather escalated and uncooperative to keep trying to state they tried 12 times for each side and they don't connect. Reviewed the option to reach out to try to involve a representative (rep) for in person support at the doctors office but the call disconnected. Called pt back, no answer left message. The issue was not resolved through troubleshooting. The patient mentioned other medical history. This included patient said they were in the hospital for 52 days this year, 4 different times after their second surgery. Agent asked if the reason for hospitalization was related or unrelated to their device and pt said both, they were in the ER 8 times this year for gi reasons, nausea and throwing up blood. Patient said they were vomiting non-stop, off and on, for 45 days and lost 45 lbs. Pt also stated they got an inspire device 5.5 years ago.